Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two vlocm0604 v-loc* 90 3-0 vio 15cm v20x12 representative samples were returned for analysis. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the needle detached from the sutures. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the needle of the 12 sutures detached. There was no patient injury.

Event description:
According to the reporter, during a procedure, the needle detached from the sutures. The issue occurred on 12 sutures from the same batch and one suture from a different batch. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, d10, g3 d10 concomitant products: vlocm0604 vlocm0604 v-loc* 90 3-0 vio 15cm v20x12 - (lot#a5d1315vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.